Manufacturer narrative:
Result: malfunctioning potentiometer due to lose lift gear case bolts on foot-end and head-end.

Event description:
It was reported by service report that the bed goes into trend when it is raised up normally. It is unk if there was pt involvement, however, no adverse consequences were reported.